Event description:
A healthcare provider reported that a patient experienced an issue with their pump battery. The customer's blood glucose (bg) level was 19 mg/dl. Treatment for low bg was not addressed. The customer continued to use the pump for insulin therapy.

Event description:
A healthcare provider reported that a patient experienced an issue with their pump battery, which was only lasting about a day. There was no adverse impact to the customer¿s blood glucose level. Technical support was contacted for troubleshooting, and the patient was advised to await further assistance.